Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: the laser was successfully verified prior the day of treatment. Review of the logfile for the day of treatment shows no error messages or warnings. During the start-up in the morning the system passed all initialization steps without any relevant deviation. The user performed the gas change, skipped the scanner test and performed the necessary energy, eyetracker and fluence test without any issue. The logfile shows multiple successfully performed treatments. The user performed an energy check for the whole day. The corresponding treatments were performed hours later. However, it is recommended, that an energy test is performed before each patient. The measured energy was stable. The right eye treatment was performed with one interruption and left eye treatment was performed without interruption. No abnormalities or deviations can be detected in the logfiles, which can contribute the reported issue. No technical root cause could be identified. The product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported multiple patients presented with central island on topography one month post-operative photorefractive keratotomy (prk). All patients saw uncorrected 20/20. There are multiple related reports for this facility. This report addresses the patient ss's left eye and other manufacturer reports will be filed.